Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling the components for the procedure, it was noticed that the gap gauge was missing one of the springs at one end. The height was adjusted and it held steady. Alternatively, it could be flipped over and use the side that had both springs. The wide saw blades were also in very poor condition¿they wouldn't cut, and most were burnt. As a solution, the one that looked the least damaged was used to avoid complaints from the specialist.